Event description:
It was reported that the 9600 system had an artifact on screen effecting image quality. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The camera, image processor, and video switching board were replaced during the service call. The system was tested and found to be working as intended and put back into service.